Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: product anxiety. Device evaluation: fold creases and a curved opening on radius. Leak test and microscopic analysis was performed which identified: a striated opening on radius and a sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional added, capsular contracture baker grade IV. Device has been explanted.